Event description:
It was reported that the patient presented to the hospital for a pacemaker changeout. Prior to procedure, it was noted that the right atrial (ra) lead exhibited noise, low pacing impedance and high capture threshold upon device interrogation. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.